Event description:
It was reported that the patient presented to the hospital for a generator change procedure. Upon lead testing after connection to the new pacemaker, it was noted that the chronic right atrial (ra) lead exhibited low pacing impedance. The chronic ra lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition